Event description:
There were 8 tips cut off in her new box. She found this out after inserting one. She checked the rest of them and found the other 7. No injury was noted.

Manufacturer narrative:
The return of the components has been requested. At this time, no response has been received. Without the benefit examination and testing, qa is precluded from commenting on the conditiion of the device or the cause for this occurrence. Review of the overall complaint history for this product shows that occurrences of this nature are rare. Qa has reviewed the process with final packaging to minimize the potential for reoccurrence.